Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found one external insulation abrasion consistent with friction to another device, or feature of the heart. Electrical testing was normal.